Event description:
A motor stall was reported; confirmed by rotor study (date unknown). It was also reported that the patient had an infection. A dye study was performed; date of test and results were not reported. The device was removed. The drug in the device was reported to be dilaudid. There was no patient injury; the patient recovered without sequela. A follow-up report will be sent when additional information becomes available.